Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information have been unsuccessful. A supplemental MDR will be submitted once we receive additional information or complete our investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm 11500a was wasted as staff was concerned that there was some damage to the packaging. It war reported that the inner package was damaged, and unsafe to implant. The device was decided to be unsafe after seeing the inner packaging. The valves are stored in a core right outside the or on a large tool box type cart with labeled bins. The cart, and bins within the cart protect the boxes. The core is temp controlled.